Event description:
It was reported that when it was turned on the programmer's screen turned black and would not do anything else. It was further noted that the programmer smelled as though it were getting hot. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the hard drive was reconfigured and the software was reloaded as a preventative. It was also noted that the power cord door was broken. Product ID: 2067l radiofrequency head; product ID: 229047 analyzer .